Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump touch screen was often unresponsive. As well, as that the pump's usb port was bent resulting in difficulties charging the pump. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.